Event description:
The customer received blood glucose readings of 10 and 35 mg/dl on the contour meter, re-tested on a different meter and the reading was 160 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer test strips were returned for evaluation and gave an "lo" reading on one of three control tests. This reading was not automatically marked by the meter as a control. Strips tested with blood gave satisfactory performance.